Event description:
ICD code: common variable immunodeficiency, unspecified; spontaneous: patient stated that caps on needle set that attach to tubing was loose in package and not attached to the end; patient was wondering if still usable; patient stated already threw out a few; pharmacist advised should still be usable and can use alcohol swab at the end to sterilize, but if not comfortable can send replacements; patient needs more needle sets anyways as she threw a few away; unknown if any adverse event occurred, unknown if patient missed dose. No further information. Patient did not provide the lot number. The lot number provided is last shipment to patient before complaint. Reported to (B)(6) by: patient/caregiver.